Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that they received a battery out limit alarm. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer stated that the high blood glucose was treated with the insulin pump. The customer was assisted with reprogramming the time and date. The insulin pump will not be returned for analysis.